Event description:
User received a discrepant total bilirubin result for one baby pt sample. The sample initially recovered 0.46 mg/dl. The results did not look right to the tech and the test was repeated. The repeat result was 19.21 mg/dl. The sample was also repeated on a different analyzer and recovered 16.2 mg/dl. The erroneous result was not reported. The field service rep could not determine the cause, but noted that the user suspected the sample as the cause. The sample in question was hemolyzed. The service rep adjusted the cell rinse volume and adjusted the probe. Performance tests were performed and within spec.